Manufacturer narrative:
Fdc (B)(4) now applies to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was broken and that the ins was shut off due to it not having any power. During the call the patient stated that they had been sitting for an hour charging the ins but that the ins recharger would not charge due to the connector pin being broken. It was noted that the insr had a good signal and a full connection. A new desktop charger was sent to the patient. No patient complications were reported.